Manufacturer narrative:
The device was returned to the service facility for evaluation. During evaluation, the reported issue of scanner is not holding a charge was confirmed. The scanner was inspected it shuts down prematurely when the ac power removed, the cause of the issue is due to an internal li-ion battery failure. The device was serviced, tested and returned to the customer. A history review of serial number (B)(4) showed one other similar complaint from this serial number. The previous complaint for this serial number (B)(4) evaluation was confirmed (reference: MDR number 3006260740- 2020-00772).

Event description:
Per tm - the scanner is not holding a charge. On (B)(6) 2020 - sample evaluation confirmed battery abrupt shutdown.